Manufacturer narrative:
MFR control no. Ic980342. The sample has been returned to arrow. Two catheters were returned. The balloons on both catheters had a tear in the latex near the proximal band. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.

Event description:
It was reported that the balloon on three catheters ruptured in situ. There were no pt complications.